Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implainted. The fibre mesh shrunk inside pelvic area causing health issues and limiting walking. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. If in your possession, may we have a copy of your operative report? 2. Does ethicon have your permission to contact your surgeon, in the event that we would like to request more clinical information to be used for a product quality complaint investigation? 3. If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Email address, phone number, address).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. H6 component code: g07002 - device not returned h6 investigation findings: c22 - photo review investigation summary- this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a damaged and apparently burned mesh. The product code and batch number are not present in the image. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7, d1, d2a, d2b, g1, g4, h6. Additional information received: hospitalization date: (B)(6) 2024. Discharge date: (B)(6) 2024. Protocol no: 3o. Operation code and name: p620530 hysterectomy + p62o330. Cystorectocele operation + p620b90 sacrocolpopexy. ICD code: nb1.5 vaginal enterocele +nb1 female genital prolapse. Acute cystitis. Complaint: uterine prolapse + pain. History: lmp: menopause. G: p: y: a: examination findings: enterocele + rectocele + decensus uteri ultrasonography: uterus atrophic / ovaries normal / particulized urine present in the bladder. Diagnosis: vaginal enterocele + female genital prolapse treatment: hysterectomy + enterocele repair + rectocele repair operation planned + urinary infection. Examination findings: blood group: a rh+. Hb:9.6. Hct:27.3. Hbsag: 0,677. Anesthesia type: general anesthesia. Indication: enterocele repair + rectocele repair + hysterectomy. Blood and blood components: not used. Operation note: under general anesthesia and under sterile conditions, entry to the abdomen was done with a pfannenstiel incision on an old incision site. The intestines were checked. Bilatral tubes and ovaries were observed as normal. Later, both round ligaments in the patient were cut and ligated. Ligamentum ovaripropium were cut and ligated. After the bladder was pushed, the distal ends of the uterine arteries, sacro uterines and cardinal ligaments were cut and ligated, and the proximal ends were ligated and cut with number 1 vikril. The organs were released. The stump was sutured with number 1 vikril. Vaginal vent was fixed to the sacruum with dual match. Both pelvic regions were checked. Following the bleeding control, the peritoneum was continuously sutured with number 3 rapid vikril. After controling the hemostatsis again, the fascia was continuously sutured with a vicril no. 1. The vagina was entered in the lithotomy position and it was opened with a wedge excision extending from the back wall of the vagina to the posterior fornrx. Double levator support was provided with number 1 vikryl. The vagina was repaired. The materials were sent to pathology. The subcutaneous tissue was sutured individually with 3.0 rapid vicril, and the skin was subcutaneously sutured with 3.0 monocrill. The procedure was completed by dressing. Result: the patient was discharged with a prescription and is to be called for a check-up vpro mesh prolapse, pain, painkillers, distress, incontinence, dizziness.

Manufacturer narrative:
Date sent to the FDA: 2/19/2026. Additional information: a1, a2, a3a, d6a. Additional b5 narrative: it was reported that patient underwent a gynecological procedure on (B)(6) 2024 and vypro was implanted. It was reported that patient pain, incontinence and mobility issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.